Event description:
The customer reported erroneous basophil test results were obtained as part of the differential analysis when using the coulter lh 750 hematology analyzer. The event occurred with one patient, samples drawn and run over multiple days. The results were determined to be erroneous when compared to results obtained on another lh750 and results obtained through manual smear review. Erroneous results were reported out of the laboratory for the sample analyzed on (B)(4) 2014. There was no death, serious injury or change to patient treatment as a result of the event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the light scatter sensor and aligned the ttm (triple transducer module). This MDR is related to the following MDR that report similar event over three different dates for the same patient and same instrument. 1061932-2014-00638, 1061932-2014-00639, 1061932-2014-00640.